Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had swelling in the pocket due to hematoma. It was reported the implant was off. The representative (rep) wanted to know if anything was needed to be done. It was reviewed with the rep that the decision was up to the healthcare provider. Rep reported that the healthcare provider was planning to go back in today. Rep did not have patient name or healthcare provider information. No further complications were reported or anticipated.